Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report permanent out of range signal on (B)(6) 2014. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed, confirming the reported event of a permanent out of range signal. The root cause was determined to be moisture damage.